Event description:
It was reported that the patient experienced hyperglycemia and an adhesive failure (tape not sticking) event on (b)(6) 2026 due to perspiration and physical activities.

Manufacturer narrative:
E1: Patient City: (b)(6).Patient Country: Spain.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 8021545.